Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Patient did not allege a device malfunction.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest, that she "busted her ankle" when dropping the device on her foot, and that she was experiencing general discomfort due to the weight of the device. The patient described the skin irritation as "itchy, hot, and scratchy". During follow-up, the patient indicated that she was still experiencing the skin irritation and discomfort. The patient requested no further follow-up attempts from the distributor patient services. Submitting MDR for the reported ankle injury. The severity of the injury is unknown, submitting MDR out of an abundance of caution.